Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, the reporter indicated it would not be returned. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: adverse health consequences resulting from weight loss. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. A feeling of heaviness in the abdomen. Abdominal or back pain, either steady or cyclic. Gastroesophageal reflux. Influence on digestion of food. Blockage of food entering into the stomach. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Reported as: the patient had the orbera intragastric balloon placed, and reported the following: "today I am completing 18 days with balloon and I'm seriously considering removing it. It was 18 days of much suffering with pain, discomfort, colic, vomiting, gas, reflux, after all, I am experiencing all the negative effects that can cause. I am experiencing all of them for 24 hours from the first day. On the second day, I was in the hospital on wheelchair because the cramps were unbearable. Then I was prescribed with stronger drugs that buscopan (buscopan and nothing was the same thing). Now I am taking tramal and toragesic for pain. Indeed cramps was better but the discomfort not. Anything is being digested. At first I didn't experienced much vomit, but the last three days, it is constant but I feel it helps. I drink water in a day and the other day I wake up and just don't pee or pee in a small amount and yellowish. I drink a little more water and it will drag me through the day until afternoon when I vomiting and only have water in the stomach. My body stopped absorbing satisfactorily. Tonight I will go to the hospital for hydration, because I am really worried. Because I am not digesting anything, my diet is a joke. I spent days eating 2 or 3 tablespoons of gelatin a day. A few hours later, water, isotonic and vomit again (sometimes caused by myself because of the feeling of full stomach). As a result in those 18 days I lost about 13 kilos. But in my opinion, it was not worth considering what I am experiencing. Last week, I went through the balloon repositioning. I spent the day very well and I thought I was able to go back to work. During the night, I woke up with much pain again. Summarizing: pain, cramps, vomiting, discomfort, shortness of breath, reflux, weakness, do not absorbing liquids, lack of digestion, feeling of being extremely full all the time, and insomnia." Follow-up with the patent found they had the orbera removed.